Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin after filling the cartridge with 270 units of insulin. The customer reported a blood glucose (bg) of 383 (mg/dl). It was indicated that a correction bolus would be delivered to address bg levels. The customer added insulin to the cartridge and completed the load process.